Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter turned on with button depression and with strip insertion. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported her adc blood glucose meter was "giving different readings" and that the issue began "three weeks ago". Customer further reported that on an unspecified date, she experienced "feeling cold" and "was on the floor for 9 hours as (she) could not stand up". The customer indicated that due to the "different" readings obtained from her adc device she took too much insulin. The customer's husband called the paramedics and upon their arrival, customer was transported to a hospital where her blood glucose was checked and determined to be "very low". Customer was administered unspecified pills to "higher her blood sugar level" and no further treatment was reported. Customer remained in the hospital for 5 days "to stabilize her condition". The customer also reported that her doctor lowered her insulin dosage from 50 to 30 units. Readings on the day of the event were not reported however the customer reported the following readings comparisons taken on an unknown date/time: 307 mg/dl and 128 mg/dl taken within a minute of one another; 275 mg/dl, 175 mg/dl, and 123 mg/dl taken within a minute of one another. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter was "giving different readings" and that the issue began "three weeks ago". Customer further reported that on an unspecified date, she experienced "feeling cold" and "was on the floor for 9 hours as (she) could not stand up". The customer indicated that due to the "different" readings obtained from her adc device she took too much insulin. The customer's husband called the paramedics and upon their arrival, customer was transported to a hospital where her blood glucose was checked and determined to be "very low". Customer was administered unspecified pills to "higher her blood sugar level" and no further treatment was reported. Customer remained in the hospital for 5 days "to stabilize her condition". The customer also reported that her doctor lowered her insulin dosage from 50 to 30 units. Readings on the day of the event were not reported however the customer reported the following readings comparisons taken on an unknown date/time: 307 mg/dl and 128 mg/dl taken within a minute of one another; 275 mg/dl, 175 mg/dl, and 123 mg/dl taken within a minute of one another. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned for investigation. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR for the omni test strips was reviewed and the DHR showed the omni strips passed all tests prior to release. Retain testing was performed for omni strips and all units performed within clinically acceptable limits. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter was "giving different readings" and that the issue began "three weeks ago". Customer further reported that on an unspecified date, she experienced "feeling cold" and "was on the floor for 9 hours as (she) could not stand up". The customer indicated that due to the "different" readings obtained from her adc device she took too much insulin. The customer's husband called the paramedics and upon their arrival, customer was transported to a hospital where her blood glucose was checked and determined to be "very low". Customer was administered unspecified pills to "higher her blood sugar level" and no further treatment was reported. Customer remained in the hospital for 5 days "to stabilize her condition". The customer also reported that her doctor lowered her insulin dosage from 50 to 30 units. Readings on the day of the event were not reported however the customer reported the following readings comparisons taken on an unknown date/time: 307 mg/dl and 128 mg/dl taken within a minute of one another; 275 mg/dl, 175 mg/dl, and 123 mg/dl taken within a minute of one another. There was no report of death or permanent impairment associated with this event.